Event description:
It was reported that this patient presented to the emergency department after receiving an inappropriate shock from this subcutaneous implantable defibrillator (s-ICD) system while brushing his teeth. The physician determined the inappropriate shock was the result of over-sensed noise. Testing was performed that determined the secondary sensing vector to be more suitable than the programmed primary vector. The physician subsequently reprogrammed the device to resolve the event and no additional adverse patient effects were reported. The s-ICD system remains implanted and in-service.

Event description:
It was reported that this patient presented to the emergency department after receiving an inappropriate shock from this subcutaneous implantable defibrillator (s-ICD) system while brushing his teeth. The physician determined the inappropriate shock was the result of over-sensed noise. Testing was performed that determined the secondary sensing vector to be more suitable than the programmed primary vector. The physician subsequently reprogrammed the device to resolve the event and no additional adverse patient effects were reported. The s-ICD system remains implanted and in-service.